Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the patients ipg implant procedure the patient coded and entered cardiac arrest. Chest compressions were performed for 10 min. Patient was admitted to ICU. Further information was obtained that indicated the patient had recovered from the cardiac episode yet remains hospitalized with pneumonia.